Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the distal tip of the subject guidewire was broken during the procedure. The broken part was removed with the microcatheter as one unit with no clinical consequence to the patient. The procedure was completed with a new guidewire.

Manufacturer narrative:
Product available to stryker - updated to 'return'. Device evaluated by mfg/summary attached - updated to 'yes'. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the guidewire was separated at the proximal end. Additionally, the polytetrafluoroethylene (ptfe) coating was compressed and scrapped off at approximately 38.0cm from the proximal end. Functional testing could not be performed due to the condition of the returned device; the reported break was confirmed. Based on the results of the investigation, the guidewire break is likely due to excessive torque and manipulation during use. Therefore, aassignable cause of operational context has been assigned to the reported and analyzed "guidewire distal tip detached". The peeled ptfe coating is believed to have occurred from an insecurely torque device, per the device direction for use (dfu), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. However, since the torque device was not returned for evaluation, an assignable cause code of 'undeterminable' has been assigned to the analyzed "guidewire ptfe coating peeling".

Event description:
It was reported that the distal tip of the subject guidewire was broken during the procedure. The broken part was removed with the microcatheter as one unit with no clinical consequence to the patient. The procedure was completed with a new guidewire.